Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy pacemaker (crt-p) system, revealing intermittent atrial undersensing. This resulted in loss of av synchrony and lower biventricular (biv) pacing percentages. Atrial sensitivity was set to automatic gain control (agc) 0.25 mv, with plans to reprogram to agc 0.15 mv. This crt-p remains in service. No adverse patient effects were reported.